Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image has roughness, damage on charged coupler device unit, damaged surface of distal end light guide bundle and light guidepost, demise of the light guide bundle. Based on the results of the investigation, the most probable cause of the very dim light and image roughness was damage to the charged coupler device unit, traced to a component failure of the charged coupler device. Additionally, the damaged surface of the distal end light guide bundle and light guidepost, as well as the demise of the light guide bundle, were due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had a very dim light image. There were no reports of patient harm.